Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There was functional undersensing noted on the right atrial (ra) lead during atrial flutter episodes and there was also far-field r-wave oversensing noted due the positioning of the ra lead. The device was reprogrammed in order to resolve the event and the patient was stable with no consequences.